Event description:
It was reported that the patient's hand was numb and her chest was hurting. The patient stated that the pump was empty. Follow-up with the patient indicated that the numbness and chest pain had stopped. The nurse later attached a syringe to the pump, and after one hour it had infused 6 ml. There was still medication in the pump.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this complaint has not yet been received for evaluation. Without the actual product, a complete analysis cannot be conducted. This complaint is under investigation.